Event description:
It was reported the epiq cvx ultrasound system displayed an error code when using the verisight pro catheter during a patient procedure. The procedure was able to be completed after an exchange of the ultrasound system, pim (patient interface module), and catheter. No further information is available. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Additional information reported the epiq cvx ultrasound system generated error codes during one patient procedure. The procedure was completed after an exchange of the ultrasound system, pim (patient interface module), and two replacements of verisight pro catheters. A thorough investigation was performed to determine the cause of the reported problem. The engineering team determined that the error messages were caused by a power fault of the catheters and moisture contamination in the transducer connector. The system has returned to service with no similar issues reported.